Manufacturer narrative:
No patient was present. The returned device met functional specifications, but was physically damaged. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site. The system was evaluated after installation of the replacement part and found to be fully functional. The system checkout showed no anomalies and the issue was resolved.

Event description:
A medtronic representative reported that the power communication cable is frayed at the cart connection end of the stealthstation. The event did not occur during surgery and no patient was present.